Event description:
After reading the FDA safety alert dated 8/23/95, rptr thought they should point out other potential problems with bed side rails. Any side rail improperly attached to the frame of the bed will remain stationary while the head or foot can be raised. This will cause a shearing effect between the mattress and the rail and may catch a residents head or limbs between the mattress and rail. The rail must go up and down with the head and foot to prevent this shearing effect. A full rail has more hazards than half rails because the head can be raised by the resident creating a large gap between the mattress and the rail, if the resident has his head, limbs or body at the edge of the bed and lowers the head of the bed (or rolls over on the control lowering the head or foot then there is the same shearing action as above, where a resident may get their head or limbs caught. Therefore any resident with full siderails and having access to the bed controls may be at a much higher risk for bed side rail accidents. A set of half rails greatly reduces the above risk because of the reduced area of rail, smaller openings in the rail as well as having both end open. The half rails rptr uses have openings of 4 by 9 inches. The full rails reptr uses have openings of 5 by 42 inches. Working in the health care facility rptr finds it very difficult at times to change full rails to half. A resident that can't communicate and a family that refuses to let rptr change to half rails makes it almost impossible to make the changes.